Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue: when replacing the battery, the patient noticed cracks in the threads of the battery compartment and the yellow o-ring is visible. Patient reports intermittent loss of power due to broken battery compartment threads, customer support advised patient to discontinue use of pump and switch to alternate method of delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.